Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a part number or a lot number. Synthes is unable to determine 510(k) # w/o a part number or lot number. Investigation could not be concluded as no device was returned.

Event description:
Patient implanted with unknown plate on (B)(6) 2010. Plate was noted to be broken postop.